Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare professional requested guidance on performing a reset after the patient discontinued a steroid, and the patient experienced hypoglycemia with an alert at 60 and required oral glucose. Symptoms included low blood glucose. Outcomes included no long-term or serious sequelae reported. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.